Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated from the bottom of the drip chamber engagement toward the end of an infusion of platelets. There was no report of patient harm.

Event description:
The customer reported that the tubing separated from the bottom of the drip chamber engagement toward the end of an infusion of platelets. There was no report of patient harm.